Event description:
It was reported the pt had (B)(6) the pt had several bouts of diarrhea, and reported the stimulation lessened during these episodes, and her arms and hands became stiff. The pt was able to relax afterwards. F/u identified the issue had not recurred, and the pt reported effective stimulation. The pt was scheduled for a f/u appointment regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.